Event description:
It was reported the devices were used during a laparoscopic cholecystectomy. It was reported the event occurred around 10/7/97. The first device (light gray rotating knob) was scissoring clips. The device was from a custom kit from allegiance. It is not known how many good firings were obtained from that device. Another was opened which also scissored. It is not known how the case was completed. Rep returning one clip. It is unknown which device it is from. There was no consequence to the pt.